Event description:
The customer reported that the system shut down suddenly and the light bulb was out.

Manufacturer narrative:
(B)(4). The ge service rep replaced the monitor cables and replaced the hand switch.